Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08l44, that has a similar product distributed in the us, list number 06l22.

Event description:
The customer reports a (B)(6) architect (B)(6) assay result and provided the following results for one patient on chemotherapy: on (B)(6) 2016 (sid (B)(6)): architect (B)(6) ii (lot 58175li00)= 1.21 s/co (equivocal/(B)(6)); reference lab (B)(6). On (B)(6) 2016 (sid (B)(6)): architect (B)(6) ii (lot 63139li00)= 0.92 s/co ((B)(6)); reference lab (B)(6). On (B)(6) 2016: sid (B)(6)-retest= architect (B)(6) ii= 1.13 s/co (equivocal/(B)(6)) and sid (B)(6)-retest= 0.86 s/co ((B)(6)); lot 64094li00. Control samples were within specifications on all days of testing. There is no reported impact to patient care.

Manufacturer narrative:
Analytical sensitivity was evaluated across three different architect systems using in-house retained reagent kits of lot 63139li00 in a sensitivity set-up. All specifications were met and no false non-reactive results were generated. Clinical sensitivity was also evaluated using commercially available seroconversion panels. All values met expected results indicating that the sensitivity performance of the assay lot is not adversely affected. No returns were made available from the customer site. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Also, there are no related adverse or non-statistical trends identified for the complaint issue. The architect anti-hbc ii assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue involved one discreet patient sample. Both samples from this patient generated the same results with two different lot numbers, one sample slightly above and the next sample slightly below the cutoff indicating that the antibody level in the affected sample from (B)(6) 2016 was below the detection limit for this assay.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected .